Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement gantry motor control shipped to site 06/11/2016. No parts have been received by manufacturer for analysis. On 06/14/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Rotor failed. Imaging system locked-up during rotor homing portion of the motion calibration. Replaced gantry motion controller. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system door would not open properly. When the detector-emitter was spun around it stopped at an oblique angle as opposed to true anterior posterior (ap) and lateral. When spinning, there was a rubbing noise coming from the inside of the gantry. No further details regarding the damage, or how it occurred, were provided. In trouble-shooting, they attempted to re-home the imaging system, however, it would not complete the process. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect gantry motion controller was unable to replicate the reported. The limit switch and home switch inputs were tested, and they all respond appropriately. One motor was put to both rotor and door axis locations, and the encoder didn¿t miss count. No problem found with gantry control box. The reported event could not be duplicated by medtronic personnel.